Event description:
Customer reported receiving a no delivery alarm on the insulin pump and stated that they were unable to get it to resume. Through troubleshooting it was noted that there may be a possible site or set occlusion. Customer's blood glucose reading at the time of the call was 149 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.